Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the medium-large clip applier instrument was found to have bent jaws and will not clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint bent jaws, will not clip. The instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a .028" offset at the tips. As a result of the bent grip, the instrument failed the grip-clip test as the clip could not be properly loaded on the grips and would fall out.